Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures found the battery pack plastic was warped/melted. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack aside from electrolyte leaking on them. The battery terminals had been pushed out of place. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device was opened and found to have a severely mis-shaped battery pack. There was no patient injury, or delay. Another device was utilized to complete the procedure. After investigation a battery expulsion/rupture due diligence is complete and there is no additional information available.